Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance: all ring-coil impedance readings are less than four ohms.

Event description:
It was reported the lead was replaced due to low impedance and oversensing. No patient complications were reported as a result of this event.